Event description:
It was reported that the battery presented an issue and the console has shut down without any message or sound signal. The team has tried to turn it on again without success. A backup device was available. No harm or injury reported.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned for evaluation. The visual inspection found no defects. The functional evaluation found no faults, the device performed within expected parameters. We have not been able to establish a relationship between the device and the event reported. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the battery presented an issue and the console has shut down without any message or sound signal. The team has tried to turn it on again without success. No harm or injury reported.